Event description:
While prepping pressure wire, the sensor on the probe of the wire failed to get picked up by st jude machine. The wire was never inserted into the body of the patient. No harm to patient.